Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient received a new wireless recharger and they are having difficulty with it connecting. Caller states the patient's ins is lower in their chest, toward their armpit, so they have to hold it in place, even with the drape. Caller states the patient reports they think it has "lowered in their body". The issue with it connecting began when they got the recharger, but they couldn't remember when that was. Caller states the patient tried reaching out to the manufacturer representative over the weekend. The ins battery is at 75% now and the caller was able to get it charging while on the call. Patient noted on the call that their doctor couldn't get it to work when they got it, so they were told to bring it back and they would look at it when they came back to the clinic. Caller states the lights were red initially, but now it is charging normally. Reviewed recharge interval, as well as calling in if there is a need for assistance in the future. Caller did not have the serial number at the time of call, as the patient was actively charging.

Event description:
Additional information was received from the healthcare provider (hcp) that they did not know the cause of the connecting difficulty. The resolved the issue by working with the patient and the recharger.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided regarding a patient¿s call about intermittent poor coupling while charging their ins and a noticeable shift in the ins¿s location. The patient had already met with their implanter, who confirmed the device had moved. The patient requested guidance on using the wireless recharger (wr) due to ongoing issues with coupling; although the wr would occasionally lose connection with the ins, the patient was consistently able to re-establish connection by repositioning the wr and maintained good coupling for most of the call. The agent advised the patient to discuss concerns about the ins¿s location with their healthcare provider. The patient also reported improved balance when therapy was off and was advised by their hcp that it was acceptable to turn therapy off as needed. The patient, who has essential tremor mostly affecting their hands, typically activates therapy during meals to improve their ability to hold silverware. During the call, the agent walked the patient through checking their therapy settings using their programmer. Although a low battery message appeared, the agent instructed the patient on how to bypass it, allowing them to view the therapy screen and see that therapy was turned off. The patient was able to view their therapy settings and active group, and after toggling therapy on and off, reported feeling better with it off. The agent also reviewed how to access other therapy groups, and the patient stated they would call back for further assistance if needed.